Manufacturer narrative:
Concomitant medical products: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60.3 mm in diameter abdominal aortic aneurysm. The aortic neck measured 30.2 mm to 33.5 mm in diameter along a 10 mm length. There was diffuse thrombus that covered approximately 90% of the seal zone circumference. Six aptus endoanchors were implanted. It was reported that, approximately one month post index procedure the patient had a wound infection. The patient had purulent drainage from the right groin that was also red and swollen. The physician elected to treat the patient with medication and the event was resolved one week later. The investigator indicated that the event was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.